Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user's healthcare provider was aware of the event and prescribed mupirocin cream, triamcinolone cream, and zofran. Follow-up information indicated that the user's symptoms improved significantly after initiation of the prescribed treatments, and the user reported resolution of nausea and vomiting with continued improvement at the insertion site. The symptoms did not result in removal of the sensor, and the user was advised to continue follow-up with their healthcare provider for ongoing medical management. Per data management system review, the user was actively using the system with up-to-date information at the time of complaint closure.

Event description:
On (B)(6) 2026, the user reported an infection at the sensor insertion site. The user described symptoms including redness, warmth to the touch, itchiness, nausea, and vomiting. The user stated that symptoms first appeared on (B)(6) 2026. The infection was confirmed by the user's healthcare provider, and no additional infections were reported.